Manufacturer narrative:
A flow sensor assembly was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that during preventive maintenance ht70 plus ventilator failed the flow sensor calibration. There was no patient involvement reported. The service engineer replaced flow sensor.the ventilator was found to be in working condition. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.